Manufacturer narrative:
The information was reported by another manufacturer. There is no additional information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that during an attempt to implant another manufacturer's lead, this inner catheter was used and a small effusion occurred. It was reported that the coronary sinus was damaged by the inner catheter. No additional adverse patient effects were reported.